Event description:
It was reported the device ceased to function (turned off on its own). The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the battery drawer o-ring is discolored, interconnect flex is out of mechanical specification, and main cover is clouded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.